Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h103 previously reported events are included in this follow-up record.product return status2 devices were received.1 device was not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device was shedding metal debris. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting quarter; however: - 2 previously reported events were included under MFR report # 0001811755-2020-02821 but should be included under this report. - 3 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device was shedding metal debris. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device was shedding metal debris. 1 event had insufficient information received.